Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Photographic evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Patient reported right side rupture and capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a

Event description:
Patient reported right side rupture diagnosed by ultrasound. The status of the device is unknown.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/28/2024.

Event description:
Patient reported right side rupture diagnosed by ultrasound. Healthcare professional later confirmed rupture. Pathology reported ¿collagenous connective tissue with slight infiltration by lymphocytes. Multiple fibrous cells around polarization-optically non-birefringent foreign material, compatible with capsular fibrosis¿ and ¿fibrosing inflammation¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Local reaction: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side rupture diagnosed by ultrasound. Healthcare professional later confirmed rupture. Patient additionally reported capsular contracture baker grade unknown and "fibrosing inflammation." The device has been explanted.

Event description:
Patient reported right side rupture diagnosed by ultrasound. The status of the device is unknown.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #(B)(4). Aware date should have been listed as 07/aug/2024.

Event description:
Patient reported, right side rupture. Diagnosed by ultrasound. The status of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.